Manufacturer narrative:
(B)(4). Investigation summary: the handpiece was received with the nose cone cracked. It was connected to a generator, evaluated with a test instrument and was found to be functional. The instrument was disassembled to inspect the internal components and the moisture indicator was positive. Due to the cracked nose cone, moisture entered the hand piece mid housing. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nose cone. It is possible that the ingress of moisture affected handpiece functionality and could have caused the reported issue. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported there was an error "replace handpiece" and the handpiece became hot. Forty-one uses left. No patient consequence